Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Based on the results of the device evaluation, the legal manufacturer determined the reported problem occurred likely occurred due to handling during transportation, storage, use, reprocessing, etc. A load was likely applied to the cable and ccd, resulting in a hole in the cable and failure of the ccd. The image could not be produced due to failure of the ccd.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. The unit was found to produce no image due to a faulty charge coupled device. In addition, the a cable was found punctured, resulting in a leak.

Event description:
A user facility reported to olympus that the device was "not working properly." There was no further information provided by the user facility. No patient injury or harm, associated with the problem, was reported to olympus.